Event description:
It was reported that during an idiopathic vt ablation procedure, the lasso catheter did not have any signals and also caused loss of all the signals from other channels, including the 12 leads of bs ecgs and all ic (intra-cardiac) recordings on both carto and ep recording systems at the same time. The issue was resolved by changing the catheter and the procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed, it was identified that 6 pieces were scraped; however the DHR shows that the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of the pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.after multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed.(B)(4).